Event description:
It was reported that during implant procedure, this right atrial (ra) lead exhibited abnormal pacing impedance measurements. As a result, the physician decided to remove this lead prior to pocket closure. No adverse patient effects were reported. The lead is not expected to be returned for analysis.